Manufacturer narrative:
Manufacturing records were reviewed for the distal component and nothing was identified to indicate that the device caused or contributed to the event. The distal product was returned for evaluation and no component defects were found and nothing was identified that would have caused or contributed to this event.

Event description:
A doctor reported that a patient would be revised due to a fractured proximal implant. The distal component was removed and returned along with the fractured proximal implant.